Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that at 7:00 a.m. He obtained a blood glucose reading of 25.9 mmol/l on the contour xt meter. The customer had no symptoms of hyperglycemia. The customer went to visit his physician due to the high reading obtained on the meter. At the physician's office, the customer performed comparison of blood glucose readings between his contour xt meter and physician's meter and obtained readings of 24.8 mmol/l and 6.1 mmol/l respectively at 7:30 a.m. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour xt meter and contour next test strips from lot # 9gpef15a for evaluation. In-house contour next test strips from lot # 9gpef15a were also used for evaluation as the customer's test strip lid was broken upon arrival to the quality laboratory. In-house testing was performed using the returned meter with returned test strips and in-house test strips, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour xt meter and no manufacturing anomalies were found.